Event description:
The patient was revealed to have thrombus in the right distal m1 segment. The patient was administrated of t-pa but it did not take effect. The physician performed cerebral infarction ablation to the patient with cerebral infarction. The physician began after two hours had passed from the onset. The physician introduced an optio9f, (B)(4) along a micro guide wire (chikai14). The physician succeeded in aspiration and reperfusion through the (B)(4) within two minutes and forty seconds. Afterwards, an occlusion in the m2 was revealed. The physician remained the (B)(4) in the same segment as he aspired the clot in m1 and introduced (B)(4) into the interial branch. The physician succeeded in reopening the m2 after two minutes and ten seconds aspiration. The physician revealed that the (B)(4) moved into the c2 when attempting advancing the (B)(4) into the frontal branch. Thus, the physician intended to move the (B)(4) up along the (B)(4) and the micro guide wire. This motion caused a ledge in the p-com, which led subarachnoid hemorrhage. (Aspirated blood: 50 cc, the procedure started at 7:10, the ledge occurred at 8:20, the dosage of heparin administrated: 4000 units) the physician withdrew all the reperfusion catheters and introduced the micro catheter into the c1 since he had the optimo inflated during aspiration. The physician used ten coils for embolus procedure in the c2. The blood vessel was 6 mm in diameter. (The embolus procedure started at 9:00 and ended at 10:20) through this performance, the intracranial pressure improved and the hemorrhage was fully arrested, but no changes of vitals were revealed. The area of the affected blood flow in the deutocerebrum hemisphere is 2a since cross flow was confirmed with angiography from body side after the embolus procedure. The physician performed intracranial decompression procedure outside of angiography room.

Manufacturer narrative:
Conclusion: vessel dissection is a known and anticipated complication associated with these types of procedures and is noted in the device labeling. Therefore, it was not determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Product discarded by hospital.